Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The calibrations and daily qc were within range for all the runs. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur xp troponin ultra result was obtained for a pt sample. The result was questioned since it was part of a serial draw. Testing was repeated for the pt sample. The result was negative. Pt treatment was not prescribed or altered. There was not report of adverse health consequences due to the discordant troponin ultra result.